Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps broke while performing a stone rem. After the breakage the forceps could no longer be closed and therefore could not be removed from the bladder. The cystoscopy had to be converted to a laparotomy to remove the broken forceps from the bladder.